Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass surgery that hercules 360 arm broke apart at the turning knob when the surgeon attempted to put it on the sternal retractor. No known impact or consequences to patient. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4).